Event description:
Facility left the bed in the hall with note attached, "bed drifts down at head."

Manufacturer narrative:
Tech replaced head high/low down hydraulic valve as it was found to be worn and pitted. This resolved this issue.